Manufacturer narrative:
Other device also involved in this event: battery/(B)(4); exp. Date: 08/31/2016; mfg. Date: 08/31/2015: (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was in the clinic today and reported pump off alarm on (B)(6) that resolved when he disconnected power source #2 and reconnected it. Patient states that at the time both batteries had plenty of power. He states the battery that was in question at that time has been removed from service and returned today. Clinic check all of his connections on the controller and both power connections appear normal without abnormal movement but the driveline connection was slightly loose. Patient also reports that on 2 occasions his controller has switched back and forth between power sources despite having plenty of available power remaining.  Site was instructed to send log files, battery was taken out of service and controller was exchanged. It was stated that the patient was annoyed.  No additional information available.

Manufacturer narrative:
One battery, (B)(4), and one controller, (B)(4), were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the controller revealed that the device passed visual examination and functional testing. The reported event of a loose driveline connector was not confirmed during testing. Additionally, the connection between a driveline and driveline connector was secured. Failure analysis of the returned battery revealed that the battery passed visual and functional testing. Log file analysis revealed a "critical battery" alarm involving battery (B)(4) on (B)(6) 2016.  During the alarm, the battery went from a high relative state of charge (rsoc) to 0% rsoc. In addition, log files revealed several premature switching events involving the returned battery ((B)(4)). The most likely root cause of the "critical battery" alarm and power switching events can be attributed to a communication error between the controller and (B)(4). Heartware is investigating communication errors. A review of the event file did not reveal a loss of power on (B)(6) 2016. The patient most likely misinterpreted the high priority "critical battery" alarm for a "vad disconnect" or a "no power" alarm.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Battery - (B)(4) / 1650 / expiration date: 08/31/2016 / manufacturing date: 08/10/2015 / UDI: (B)(4).